Event description:
Farooq, z., gautam, s., aggarwal, a., & gupta, p. (2025). Unveiling diagnostic challenges and therapeutic triumphs: endovascular management of a paediatric internal carotid artery pseudoaneurysm-a case report. European heart journal. Case reports, 9(8), ytaf372. Https://doi.org/10.1093/ehjcr/ytaf372 literature was reviewed regarding a case study on a 5-year-old boy presented with a pulsatile neck swelling persisting for 3 months, intermittent fever, and an episode of oral bleeding. Physical examination revealed a globular, pulsatile neck mass below the angle of the mandible, and imaging confirmed a right internal carotid artery (ica) pseudoaneurysm (psa) with a surrounding haematoma. The following medtronic devices were used: 4 axium prime detachable coil systems measuring 6 mm × 20 cm, 5 mm × 15 cm, 3 mm × 8 cm, and 4 mm × 12 cm. No death occurred in the case study. Among all axium coils, the patient's adverse events included: significant oral bleeding estimated at approximately 200¿250 ml, hypoxia, and left lung collapse. The tracheostomy tube was downsized from 6 mm to 5 mm to improve ventilation dynamics and avoid further trauma. A follow-up CT angiogram showed no residual flow in the aneurysm sac. Following intensive care support for intraoperative complications, the child demonstrated progressive clinical improvement and was discharged on day 16 after tracheostomy tube removal, with a normal neurological examination and partial resolution of the neck swelling. At 1 month follow-up there was a remarkable decrease in the size of the swelling. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Literature article is included in the attachments. B3: please note that this date is based off of the date of online publication ahead of print of the article. G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.